Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:10645199. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the ipg and ineffective stimulation. In turn, surgical intervention took place on (B)(6) 2025 wherein a new lead was added and ipg was sutured in the pocket to address the issue. Effective therapy was restored. Note: it is unknown which lead is related to this issue.